Event description:
It was reported that during the preparation of the marathon 165 arteriovenous malformation catheter for a treatment of vena galeni, catheter resistance was encountered in the middle of the catheter. The guidewire could not be pushed smoothly through the catheter. The catheter was flushed as indicated in the instructions for use. The guidewire used was a hybrid 007.  The product was replaced by another medtronic product. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: no damage was found with the marathon catheter hub. The marathon catheter body was found separated at ~146.5cm from the proximal end of the catheter hub. The distal ~25.6cm of the marathon catheter was found stuck on the returned guidewire. The tubing material exhibited plastic deformation (jagged edges, stretching). This indicates that the tubing material likely separated due to tensile failure. The distal ~0.5cm of the marathon catheter body was found accordioned. The marathon catheter appears to have separated at the proximal shaft, and the distal segment subassembly fuse joint. The guidewire could not be removed from within the marathon catheter segment as resistance was encountered. The guidewire¿s pusher outer diameter (od) was measured to be 0.0122¿, and the distal tip outer diameter was measured to be 0.0070¿. Based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ report was confirmed. No issues were encountered during testing of a returned marathon catheter. However, the guidewire was found stuck with the second marathon catheter. The marathon catheter can become damaged (accordioned/separated) if the guidewire is advanced against resistance. Possible causes of ¿catheter resistance¿ include incompatible devices, catheter damage, guidewire damage, insufficient catheter flushing, or insufficient guidewire preparation. As the guidewire¿s pusher outer diameter was measured to be 0.0122¿, resistance can occur if the guidewire is advanced too far out from within the marathon catheter. As indicated in the instructions for use (IFU), ¿the marathon¿ is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter.¿ however, the cause of the resistance could not be determined. As the marathon catheter was found separated at the fuse joint. Catheter separation at the fuse joint can occur due to low tensile strength of the joint. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.